Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2011, the tha primary surgery was performed. And then, revision surgery was performed due to the setting position failure of the cup. The surgeon requests a wearing investigation and an oxidation investigation of the insert.

Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage and wear was observed on the distal rim of the device, likely from impingement. Yellow discoloration, burnishing and scratching was observed on the articulating surfaces of the insert. In a clinical study, schneider et al. Indicated that early retrieved highly cross-linked uhmwpe cups exhibited yellow discoloration during in-vivo from absorption of synovial liquid proteins. Burnishing and scratching are commonly identified damage modes in uhmwpe inserts. There was no evidence of oxidation of the insert. The material analysis concluded that: damage and wear was observed on the distal rim of the insert, likely from impingement. Yellow discoloration observed on the tibial insert was most likely from absorption of body fluid. Damage modes on the articulating surfaces of the returned insert included burnishing and scratching. These are commonly observed damage modes on uhmwpe tibial inserts. There was no evidence of oxidation on the insert. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a medical review was concluded that: cup malposition in absent anteversion has contributed to impingement with overload in the arthroplasty causing abnormal wear and cup loosening. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies.. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the medical review concluded that "cup malposition in absent anteversion has contributed to impingement with overload in the arthroplasty causing abnormal wear and cup loosening."however, no materials or manufacturing defects were observed on the surfaces examined. If further information becomes available this investigation will be re-opened.

Event description:
On (B)(6) 2011, the tha primary surgery was performed. And then, revision surgery was performed due to the setting position failure of the cup. The surgeon requests a wearing investigation and an oxidation investigation of the insert.